Event description:
Device 2 of 2. Reference MFR report # 1627487-2011-06212. The patient's ((B)(6)) scs system included two percutaneous leads from different lots implanted on (B)(6) 2011. It was reported the patient was experiencing ineffective therapy coverage. Attempts to rectify this matter via reprogramming proved unsuccessful. Further interrogation revealed the patient's leads had migrated. It was reported that recent physical activity of the patient may have attributed to the lead movement. Surgical intervention was undertaken on (B)(6) 2011 to reposition the leads and effective therapy coverage was obtained for the patient as a result.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.